Event description:
Same case as MDR ID: 2134265-2014-04869, 2134265-2014-04870. It was reported that following a coronary artery stenting treatment procedure the patient developed restenosis. The patient has had multiple interventions to the mid and distal rca (right coronary artery) starting in 1999, when a nir stent (3.0 x 16mm) was implanted. He presented again in 2002 with in-stent restenosis and he had a repeat pci where he had an express stent (3.0 x 12mm) implanted. He presented in 2003 again with restenosis and had a taxus stent (3.0 x 12mm) implanted in the mid rca. He presented again in (B)(6) 2014 with the restenosis in the exact same area and a 2.5x16mm promus element stent was placed.

Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).